Manufacturer narrative:
(B)(4).

Event description:
Sam case as MDR ID# 2134265-2017-06262. It was further reported that the stents that were implanted and had stent thrombosis in the mid rca were bsc stents.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred. The target lesion was located in the mid right coronary artery. A promus premier¿ drug-eluting stent was advanced and implanted along with other stents to treat the lesion. The procedure was completed and the patient was then taken back to the room. However,a couple of hours later, the patient was complaining of chest pain and brought back to the cath lab. Angiography revealed stent thrombosis. Balloon angioplasty was then performed. No further patient complications were reported and the patient's status was doing fine.